Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 4.4 cm in diameter abdominal aortic aneurysm approximately one month ago. Aneurysm and vessel morphology were reported as unremarkable. It was reported that the stent graft was implanted, the procedure was uneventful and everything looked fine. The patient presented with abdominal pain twelve days post index procedure . Upon evaluation the patient was found to have a lot of bowel gas. Air bubbles were also seen within the bifurcated stent graft; however, there was no fever and infection was not suspected. The physician believes the air bubbles within the stent graft are normal and will eventually disappear. No intervention was performed and no further information was provided. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusion: (cause is unknown).